Manufacturer narrative:
E3: Occupation: Clinical Manager- Supply Chain.The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, Investigation Conclusions Code 11 has been referenced in Section H6. Please refer to Section H10 for the importer report number. The history investigation of the product with the involved product code/lot# found no anomaly was in the manufacturing record and the shipping inspection record. There was no other similar report found in the past complaint file.Terumo Medical Corporation (TMC) (Importer) Registration No. 2243441 is submitting this report on behalf of Ashitaka Factory of Terumo Corporation (Manufacturer) Registration No. 9681834.

Event description:
Terumo received the following information: It was reported that during percutaneous coronary intervention (PCI) the wire upon removal became entrapped by the stent placed in the distal left anterior descending artery (LAD) and was frayed. A portion of wire remained entrapped in the patient. There was no blood loss.Terumo Medical Corporation received an FDA MedWatch Report on (b)(6) 2026. The event description states: "Patient had heart failure, and had an impella placed in operating room prior to planned coronary angiogram for high risk cornary artery disease.In the cardiac cath lab, during angiogram, the Runthrough white wire, upon removal, became entrapped by the stent placed in the distal left anterior descending artery and was frayed. A portion of the wire remained entrapped in the patient. Retained wire was removed from patient. Wire fracture with retained wire in the LM (Left Main Coronary Artery) into LAD (Left Anterior Descending Artery), some of the wire able to be snared with filament protruding still into the aorta."Additional information was received on 30-Jun-2026: The wire became entrapped in the distal edge of the distal edge of the stent and became uncoiled upon attempted removal snapping with the retained uncoiled distal stent, extending into the aorta. The wire was snared in the aorta and again further uncoiled and snapped again with the distal third of the coil in the artery. The vessel was very tortuous which may have contributed to wire ware. The procedure was high risk in a sick morbidly obese patient with reduced ejection fraction (EF) and severe comorbid conditions. Cause of mortality was likely multifactorial and related to poor ischemic reserve and intolerance to transient ischemia from percutaneous coronary intervention (PCI). Clot did not form on the retained wire however the complication did prolong procedure time. Thus, unlikely the cause of death but a key contributor.Additional information was received on 02-Jul-2026: The patient had an Impella device implanted prior to procedure. The device was implanted on (b)(6) 2026 and explanted on (b)(6) 2026.